Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient was on a train on (B)(6) 2017 and stimulation suddenly turned on by itself. It was vibrating so high that the patient¿s leg was shaking, the patient almost dropped her bag, and it was causing her crohn's disease to act up affecting her bathroom use. The patient confirmed her crohn's disease was a pre-existing condition not related to the ins but it was currently being affected by the vibration. It was noted that people were looking at the patient like she was crazy and the patient wanted the stimulation to stop. The patient reported that this happened once before where stimulation turned on and zapped her but she had her patient programmer so she was able to turn it off. The patient was to follow-up with a healthcare professional. It was noted that the patient wouldn't be at her destination for another two and a half hours. The patient said she would try some pain pills and hope those will knock her out for the train ride.

Event description:
Additional information received from the consumer reported that the device zapped her again. The patient stated that the device was off and it turned on by itself. The patient noted that it never really worked for her and she wants it out. The patient mentioned she had to change the 9v battery three ties before she could turn the stimulator off and that when it was on her leg was starting to have spasms. The patient had been zapped a couple of times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that they did not follow the patient for their stimulator (ins). The hcp reported that the patient informed them and they referred her to her surgeon. Additional information was received from the patient on (B)(6) 2017. The patient reported that she was calling about a letter she received. The patient reported that she was sitting there doing her own business (on the train) and it went off. The patient reported that she didn't know what to do and the patient services agent told her to ask the conductor if he had a magnetic field on the train and put her back against it and maybe that would stop it. The patient reported that they looked at her like she was crazy. The patient reported that she didn't have the patient programmer (pp) with her because she didn't use it. The patient reported that she suffered a couple of house from quarter 11 almost about 8 that night and found the p. The patient reported that she had to stay still and not make any movements on the train because there was nothing she could do and the conductor couldn't help her. The patient reported that she used the pp to shut the device off to resolve the issue. The patient reported that device never really worked and had more problems now; her crohn's and her back had gotten worse in the upper spot and inquired about getting the device removed. No further complications were reported.